Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Devices #1; 3 and 4 proglides, (part# 12673-03, lot# 930106h) are being reported under separate medwatch report numbers.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture or link was present. A second proglide device was used with the needles capturing the cuff; however, the physician stated "didn't feel right" so the vessel was re-wired and a third proglide device was used with the same results. The vessel was re-wired again and a fourth proglide device was used with the sutures deploying; however, bleeding from the access site was noted. The vessel was re-sheathed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was provided.